Manufacturer narrative:
This programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted and have found burned component carrier board resulting in the reported clinical observations.

Event description:
It was reported that this programmer displayed a fault code and error location was unknown. This programmer was out of service and returned. No patient involvement.